Event description:
It was reported that the customer experienced a blood glucose (bg) level of 565 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized and went to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline and caller's prescription medications. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.